Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump over delivering. The customer was at work when they felt tired. Their blood glucose at the time of the incident was 51 mg/dl. They treated with food. The customer¿s current blood glucose was 102 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. Additionally, the customer also reported an incident where the paramedics was dispatched and they were treated for low blood glucose. However, within an hour their blood glucose dropped down to 40 mg/dl. The customer had received the letter for the infusion sets on recall. They had the new and enhanced infusion sets. As per customer¿s request, the device was replaced and returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the delivery accuracy test. Unit was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and corroded battery tube.